Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, and partially broken retainer. Cosmetic damage was confirmed at battery compartment and retainer ring during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the pump was damaged due to dropped. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the device. The product will be returned for analysis.